Event description:
It was reported that during an open gastrectomy, the device was locked out at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 486a18. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received fully loaded with staples, the swing tab in the unlocked position with a fork from the left side and the tip of the reload damaged making the reload nonfunctional. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This damage is consists with an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 06/06/2022 h11: corrected data = investigation summary investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received fully loaded with staples. The swing tab in the unlocked position, with a cartridge fork from the left side and the tip of the reload were noted to be damaged making the reload nonfunctional. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. This damage is consists with an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.